Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm confirmed in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer passed displacement test but self test did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.